Event description:
It was reported that a cgm error 42 occurred after the pump came out of storage. The event did not have any adverse impact on the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.